Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical conditional; the keypad and labels were functional and intact (rear label was in poor condition). Although evidence of the customer's reported problem regarding "wrong cassette alarm" was identified in the pump event history log, simulated use testing was unable to repeat the problem. The pump was displaying an upstream occlusion sensor alarm message by running with customer's returned program during the investigation. Further inspection revealed the upstream occlusion sensor had a broken wire connection. Based on these investigation results the customer's reported problem was verified and the root cause was a broken wire connection. The downstream and upstream occlusion sensors were replaced to address the customer's problem; no other corrective actions were taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "wrong cassette error". No patient involvement was reported.